Event description:
According to the reporter, the device would power off or reset by itself. There was no report of a pt use with the device during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate or confirm the reported event. Physio-control repaired other discrepancies, not related to the report, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.